Event description:
"Pump # (B)(4), and # (B)(4) rbc blood transfusion running at 125ml/ hr, equals to 20.8 drops/ min. 15 drops/min counted for both pumps. Both pumps were removed out of pt's room and brought to nursing office. Charge rn notified. Reference report mw5166365.